Event description:
Caller stated the aviva gave a blood glucose result of 136 mg/dl at a time when the customer had symptoms of hypoglycemia. Customer was incoherent and somewhat agitated (not passed out). Customer stated wife immediately called emt who tested customer's blood glucose as 36 mg/dl 30 minutes after customer meter reading of 136 mg/dl. Emt treated customer with IV glucose solution. Wife stated customer not capable of self-treatment. Emt retested customer after giving IV and blood glucose was 127 mg/dl 30 minutes after the 36 mg/dl on emt meter. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.